Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011, to cure snoring and suture was used. The suture was used to sew the root of the tongue and submaxillary. Following the procedure, the wound became inflamed with exudation and granulation. During (B)(6) of 2012, it was noted that the suture had extruded in the jaw. The surgeon removed the suture and a titanium screw. On (B)(6) 2013, the suture extruded at the root of tongue. The surgeon removed more of the suture and a titanium mesh on (B)(6) 2013. The patient is now fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.